Event description:
When the dr inserted the sheath introducer into the pt groin, over the guidewire, the introducer split approx 1 inch. No apparent vascular dissection. The procedure was unsuccesful but pt condition is fine.

Event description:
When the dr inserted the sheath introducer into the pt groin, over the guidewire, the introducer sheared off but did not enter vein. Advanced 2 inches until sheath got to wire. There was no injury to the pt.